Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with mild tortuosity. Pre-dilatation was performed and the 2.5 x 12 mm xience prime stent was deployed; however, a distal edge dissection was observed. An additional xience prime stent was deployed successfully for treatment. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.